Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced a noisy screen and had no image. The issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was partially confirmed. The no image was confirmed; however, the image noise was not confirmed. Based on the results of the investigation, a probable root cause for the image noise could not be identified.¿ device returned and not reproduced the root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for no image is traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information was provided by customer.